Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having multiple car accidents in the past month. Customer stated that he ran into a snow bank because his blood glucose readings dropped to 20 mg/dl and he was unconscious. Customer was found unconscious in the vehicle and taken to the hospital. Customer was treated with glucose. Customer mentioned that the insulin pump was fine and that the sensor was not trending well. No further information reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back to continue troubleshooting. The drive support cap was normal. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. The customer noted that at times with a no delivery alarm, he disconnected at the quick release and observed a droplet of insulin form at the end of the quick release needle, indicating a pressure build up. The customer reported that there will occasionally be blood at the site.